Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician requested a device check. It was reported that "there was an alert and it sounds like it's related to sensing". The implantable pulse generator (ipg) remains in use. Follow up was attempted, however, no additional details are available. No patient complications have been reported as a result of this event.